Event description:
It was reported that false asystole episodes were noted on the device possibly due to undersensing and electrode loss of contact. No changes were made to the device and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.